Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of peritoneal dialysis (pd) transfer set disconnected from a manual/capd (continuous ambulatory peritoneal dialysis) solution bag which resulted in a fluid leak. This event was further described as, ¿the female connector came loose from the manual solution bag (manual bag\capd bag)¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event.